Event description:
It was reported patient underwent total elbow arthroplasty (B)(6) 2010. A subsequent revision was performed (B)(6) 2012 due to infection. Tricep rupture was repaired and all implants were removed and replaced with cement spacer mold. To date, procedure to reimplant is unknown.

Event description:
It was reported patient underwent total elbow arthroplasty (B)(6) 2010. A subsequent revision was performed (B)(6) 2012 due to infection. Tricep rupture was repaired and all implants were removed and replaced with cement spacer mold.

Manufacturer narrative:
The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or related deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01286, 01295 & 01296).

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(4) 2012 with event details. This follow-up corresponds to the same event mentioned in medwatch form 1306898960-2012-4. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01286-2, 01295-1 & 01296-1).